Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart error. Customer's blood glucose value was unknown at the time of the incident. Customer was able to clear the alarm but not able to complete rewound the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time and date to factory default due to voltage leak at interface board.